Event description:
Received information stating patient was experiencing low bg (32 mg/dl). Patient ate jelly beans at correct the low bg.

Manufacturer narrative:
During further troubleshooting customer stated she does not have a set eating schedule. It was also identified luer was loose. See scanned page.